Event description:
The customer stated that during ablation in the left atrium, a sudden increase in impedance was observed which was followed by the catheter being withdrawn from the patient's body to check for carbonisation. It was then discovered that the tip had partially detached from the catheter shaft, but was still attached to the catheter, by means of a wire called the safety wire. The safety wire serves as a safety mechanism which holds on to the catheter tip and prevents it from falling inside the patient's body.